Manufacturer narrative:
(B)(4). 1 unit of opt944 (unknown batch number)and 3 unit of opt946 (unknown batch number). The opt94x nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: four complaint cannulas were received at fisher & paykel healthcare (f&p) for evaluation and were visually inspected. Results: visual inspection of the complaint devices revealed that the tubings were found degraded in multiple places. Conclusion: degradation of the tubing is most likely due to the hydrolysis casued by nebulizing drugs. Based on previous complaints it is known that this is caused by nebulizing epoprostenol (flolan, veletri). All optiflow nasal cannulas are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannulas would have met the required specification at the time of production. The setup instructions in the user instructions which accompany the opt94x nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety. Do not soak, wash or sterilise.

Event description:
A healthcare facility in texas reported via fisher & paykel healthcare (f&p) field representative that the tubing of four opt94x nasal cannula "burst" and broke during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint opt944 nasal cannulas are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via fisher & paykel healthcare (f&p) field representative that the tubing of four opt944 nasal cannula "burst" and broke during patient use. There were no reported patient consequences.